Event description:
It was reported: leakage was discovered during surgery. Leakage location could not be identified in the pt sys. Short time of desaturation of pt, bradycardia reported. Recovery by oxygenation with accessory sys and injection of atropine.

Manufacturer narrative:
The on site investigation and the log book analysis came to the following result: it could be stated that the soda lime canister was partially disconnected. This resulted in a complete leakage on the pt sys. During the time of the event alarms for exceeding the upper alarm limit for inspiratory co2 were generate ("inspiratory co2 high"), but also alarms for expiratory co2 values going below the lower alarm limit ("expiratory co2 low") as well as apnea alarm. The alarms corresponded with reported situations: a partially disconnected lime canister can lead to "inspiratory co2 high", leakage and extubation can cause the two other alarm types. It was concluded that the anesthesia device reacted as specified for the condition of a wrongly connected soda lime canister and generated the relevant alarms. The leakage is obvious during the device pre use check. It was reported that the pt recovered after medical intervention. No permanent injury.